Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. Vascular access was gained via a contralateral approach. The 100% stenosed lesion was located in a moderately tortuous left superficial femoral artery. After a non bsc guide wire crossed the lesion the f/g, sterling, mr, 5.0 x 20/135 (4f) balloon catheter crossed the lesion. On the first inflation the balloon ruptured at ten atmospheres. The device was removed. Two non bsc stents were implanted. They were post dilated with a 7.0mm and 8.0mm sterling balloons. Good blood flow was confirmed. They then treated below the knee with a pcb 7.0mm balloon and completed the procedure. No patient complications were reported and the patient's status is good.